Event description:
At the end of the procedure, dr (B)(6) went to pull the sheath out of the pt's leg and the hub of the sheath came off. The body of the sheath was stuck in the pt's leg and the doctor couldn't get the sheath out. The pt was referred to surgery to have the sheath removed.

Manufacturer narrative:
No abnormalities were noted in the device history record for the complaint lot and ther were no other prior related complaints reported for this lot number. The complaint device was not sent for analyses and there were no samples in stock from this lot for analyses. An observation of the introducer hub and sheath welding process was performed. It was noted that if a break occurs when the hub and sheath are being wielded together, it is a clean break (e.g. Cut with a blade). Based on the picture sent, it appears the "hub" end had been stretched, twisted, and pulled with force and not a clean break. It appeared. This was a case of pulling/twisting too much and the introducer separated. The IFU states that at no time should the introducer or guide wire be advanced or withdrawn when resistance is met without determining the cause by fluoroscopic examination.